Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause are the echogenic bumps of the biopsy needle reach the coaxial hub. These laser markings can occasionally create slight protrusions, which may cause interference during insertion. It is believed that the damage observed in the hollow needle may have occurred due to this interference during insertion. A search of the complaint database was performed and six similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use, an attempt was made to insert the biopsy needle into the valved coaxial, the rubber part of the valve passed through, but after that point the biopsy needle became stuck and could not be inserted into the interior and it was unusable. Another biopsy device from a different lot was used to complete the procedure. No patient injury.